Event description:
Caller reported cgm error 42 due to a pump battery that died, causing a pump shutdown. There was no adverse impact to the customer's blood glucose level as the pump did not display the error code again. The caller successfully started their sensor session, resolving the issue without needing a pump reset.